Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. The patient described the area as rash/wound. The patient stated they do have a history of sensitive skin and /or allergies to nickel. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse and reported to the patients doctor but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution. The patient reported that the irritation is getting better.